Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported for this custom pak lot. Review of the DHR (device history record) indicates the order was built to specification. Sample has not been returned. File will be processed for closure and opened at a later date if the sample is received. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A surgical technician reported that a needle would not stay locked onto a syringe during a procedure. The surgeon held the needle while injecting fluid and felt the needle release when pushing fluid through it. There was no harm to the patient reported. Additional information has been requested.